Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was water leaking (small leak) from the right hand side in the back of the cooler heater unit. The device was not changed out, as the suspect unit was used for the surgery. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to pt.